Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any sample we cannot carry out an analysis in order to take a decision. Remarks: as indicated in the precautionary measures of the novosyn quick instructions for use: users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn® quick, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used. When working with novosyn® quick suture material great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. For adequate knot security novosyn® quick, which is treated with coating to enhance handling characteristics, requires the standard surgical technique of flat and square ties with additional throws as indicated by surgical circumstances and the experience of the surgeon. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not retutned

Event description:
Country of complaint: spain thread is broken frequently during surgery. Knots do not hold. Dehiscences and re-surgery. Needle detachment and thread is fraying.